Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the steps taken to resolve the jolting and the off button on the programmer not working was that the patient went to find the programmer that was about 25 feet away and started pushing the off switch and now they used this switch. The patient said they tried many times. The patient stated that they went to the hospital ER and no one knew what to do; the ER staff went through the program book and the patient was at the ER for about 2.5 hours being shocked, it felt like voltage was hitting their right leg and they pushed the off button and the program worked for almost 3.15 hours. The patient said the issues had been resolved so far but they didn't want that shocking to happen again. The patient re-reported that they got shocked from their hips to their legs and they were in the hospital and they couldn't get the ins to turn off with the programmer. It was noted that the patient was not having a therapy issue and the shocking had resolved; the patient said the therapy was working and helping them quite a bit. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 97740, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and patient regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s therapy was jolting them. The hcp indicated that they were with the patient to do further troubleshooting. It was reported that the patient was in the emergency room (ER) department seeking help to get stimulation turned off. The two hcps and the patient could not get the stimulation turned off by using the patient programmer. It was reported that the patient was sleeping in a recliner when the stimulation just started ¿jolting them pretty hard and wouldn¿t stop¿. Prior to the call, two hcps and the patient tried turning off the stimulation with the patient programmer, but the off button would not work. Technical services was going to work with the hcp to use the recharger instead of the programmer, but by the time the hcp walked back to where the patient was located, the patient had indicated that they kept pressing the off button and stimulation had turned off. Troubleshooting resolved the reported issue. The caller was redirected to follow-up with their hcp to have their system checked if the system was still shocking them once they turned stimulation back on. It was reviewed to have the patient decrease their settings and then turn on and titrate up to a tolerable level. It was reviewed with the patient that if shocking continues then they should follow up with their managing hcp. It was also reviewed that if they had any issues with the programmer than the patient should call back for further troubleshooting and a possible replacement of the external component. It was indicated that the jolting at the paresthesia area was considered sudden. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.